Event description:
It was reported that the fundus grasper instrument tip was noted to be snapped during a da vinci cholecystectomy procedure. No missing or fallen pieces were reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis found that the grip sub assembly was broken at the distal clevis and the main tube interface, but was still attached. The evidence was inconclusive, but the damage was likely due to mishandling/misuse and/or over loading the grips. Failure analysis also observed that the main tube exhibited scratches not aligned with the main tube. No other damage was found. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a MDR reportable event; however, the main tube damage at the distal clevis found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.